Event description:
Pt status post plate and screw implantation returned to surgeon's office complaining of unrelated neck pain. An x-ray showed one screw backing out of the plate approx two to three mm. Surgeon noted at the six week post op visit the pt was starting to fuse. Surgeon is not removing the hardware noting the pain experienced by the pt does not appear to be due to the back out of the screw.

Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the manufacture date without the device returned and/or the lot number provided. The investigation could not be completed, no conclusion could be drawn as no product was returned and no part/lot number was provided. Without a lot number the device history record review cannot be requested.